Event description:
Internal ref. #: (B)(4) / onesupport: (B)(4) . This complaint is related to # (B)(4) .

Manufacturer narrative:
The getinge laboratory received the sample on(B)(6)2019 . The investigation has been performed by the laboratory on (B)(6)2019 . A tightness test according to lv 201 was performed and two cracks on the blood inlet cover were detected. No pressure marks or other damage e.g. Due to force could be detected. Thus the failure could be confirmed. The root cause is unknown. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Internal reference # corrected.

Event description:
Internal ref. #: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
They stated that approximately 0400 staff noticed oozing blood coming out of a small crack. The crack began in the clear plastic housing but soon extended into the white plastic housing. The flow was between 5.5 and 6.0 liters per minute, with pre-membrane pressures less than 300mm hg. The staff decided to cut out and replace the oxygenator and did so without incident at approximately 0500. They reported no adverse patient effects. (B)(4).